Event description:
It was reported that the programmer was generating an error message of "overheating." The programmer was returned for service. No patient involvement or complications were indicated in this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer had an overheat message after being on for a short period of time, the power supply fan was not functional. It was also noted that after the third power up, the device had a distorted display, the replacement handles were damaged and the power cord bay tabs were worn.